Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "exposure and infection (early onset)" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection (early onset).

Event description:
Healthcare professional reported right side ¿implant exposure; infection.¿ device has been explanted.